Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During a procedure in which the nrg transseptal needle was used, a pericardial effusion occurred. After isolating the left pulmonary veins, an intracardiac echocardiogram revealed a cardiac perforation. An epicardial drain was placed via epicardial access to resolve the effusion. After the drain was established, the case was completed with no further complications.